Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that cine fluoroscopy revealed an insulation abrasion on the left ventricular lead. The lead remained implanted. No patient symptoms were reported.